Manufacturer narrative:
Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm, no delivery alarm noted during testing. No unexpected pump error alarm noted. Motor was tested outside device and passed, however unit received with corroded electronic assemblies and corroded battery tube. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4).

Event description:
Customer reported via phone call that insulin pump had hardware low level failure and also had an error in the motor was detected by reading unexpected value from hall sensor three times. Customer's blood glucose level was unknown at the time of incident. Customer reported they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that insulin pump passed the displacement test but failed self test. Customer reported insulin pump was not dropped or bumped and was also exposed to moisture. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.